Event description:
(B)(4). It was reported that post a coronary artery stenting treatment an elective treatment was performed. The 100% stenosed target lesion was in the right coronary artery (rca) with a 3.5mm reference vessel diameter and a 30mm lesion length. No attempt made for direct stenting. A 3.50x32mm liberte stent was implanted. The non-bsc balloon dilatation catheter was used. Residual stenosis was 10%. No additional procedure performed in target lesion. The procedure was documented as a technical success. Two days later, the patient had an elective CABG that was performed due to the patient's anginal status. The graft involved the target lesion. No further data was provided. The patient was discharged eight days after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 1 month.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.